Event description:
The customer reported that the pin on the device handle detached. The pin fell into the pt cavity and was not retrieved.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.